Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "pump not working". Additionally, it was that the customer experienced elevated blood glucose (bg)(value not provided) and ketones while on the pump. Customer has reverted to manual injections for insulin therapy. No further specific information was provided and customer declined followup from tandem technical support.